Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that implantable cardiac monitor (icm) device was unable to be interrogated. Two different programmers were attempted without success. No communication was established with the device despite several position changes with the patient and programming head. The device will be replaced. No patient complications have been reported as a result of this event.